Event description:
It was reported that the latch lock sensor failed during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected, h6, health effect - impact code, there was no patient involvement. One device was returned for analysis. Visual inspection found a delamination (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a flex circuit. The downstream occlusion seal, latch lock sensor and printed wire assembly (pwa) board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.